Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. As previously discussed with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that magnesium 5 grams in 250ml was programmed using pump module b with a rate of 50ml/hr over 4 hours as secondary infusion. It was then noted that it was infusing faster than intended, and was switched to pump module a, where the problem persisted. Furthermore, the device indicated that the remaining volume to be infused was 180ml, but the bag appeared to have only 50ml remaining. The event occurred in the emergency department. There was no patient harm. During a non-bd investigation, the keystroke logs showed that the devices have been programmed as intended. The flow rate accuracy tests of all involved pump modules show that the devices are functioning within specification. As the infusion was set-up as secondary, it is the customer's belief that a backflow check valve failure may have occurred, but unable to confirm as the tubing set was discarded prior to the pump being set to biomed shop.

Manufacturer narrative:
The customer¿s complaint of infusing faster than expected and that a backflow check valve failure may have occurred was not confirmed as the event administration set was not returned for investigation. Failure investigation results regarding the event pump modules were reported under manufacturer report number 2016493-2020-00274 and 2016493-2020-00595.

Event description:
It was reported that magnesium 5 grams in 250ml was programmed using pump module b with a rate of 50ml/hr over 4 hours as secondary infusion. It was then noted that it was infusing faster than intended, and was switched to pump module a, where the problem persisted. Furthermore, the device indicated that the remaining volume to be infused was 180ml, but the bag appeared to have only 50ml remaining. The event occurred in the emergency department. There was no patient harm. During a non-bd investigation, the keystroke logs showed that the devices have been programmed as intended. The flow rate accuracy tests of all involved pump modules show that the devices are functioning within specification. As the infusion was set-up as secondary, it is the customer's belief that a backflow check valve failure may have occurred, but unable to confirm as the tubing set was discarded prior to the pump being set to biomed shop.